Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure? Date of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is the patient¿s current status? Onset date of paresthesia and pudendal neuralgia? Has the mesh been removed? Does ethicon have permission to contact your surgeon to further investigate this event? If so, please complete the authorization form attached and return it to us via e-mail.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. Following the procedure, the patient developed nerve pain symptoms. During and after recovery from the surgery, the patient had a catheter and was on morphine pump but it did not help with burning sensation and pain in vagina and urethra. After discharge from the hospital, the patient experienced a fecal and bladder incontinence and painful sex. It was also reported that the patient was unable to sit down in normal position for many years, unless sat sideways with the left foot tucked under rear /bottom. The patient also developed paresthesia in the left leg down to toes, sciatic pain and anxiety. She was diagnosed with pudendal neuralgia and had nerve blocks along with physical therapy. Now the patient is experiencing pain when under stress or has sat, stood or moved about for lengthy periods of time. The patient developed an overactive bladder after the mesh implant and fecal incontinence and a sacral nerve stimulator was inserted in 2011. Additional information has been requested.